Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one 24g x 0.75in (0.7 x 19 mm) w/ y intima ii has been found experiencing leakage during use. The following has been provided by the initial reporter: during the use of the patient on (B)(6) 2019, the needle hose was exuded and did not cause any harm to the patient.

Manufacturer narrative:
Investigation: neither sample or photo was returned. With the lack of a sample, bd was unable to observe the failure mode. Master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. A possible root cause could not be determined at this time.

Event description:
It has been reported that one 24g x 0.75in (0.7 x 19 mm) w/ y intima ii has been found experiencing leakage during use. The following has been provided by the initial reporter: during the use of the patient on (B)(6) 2019, the needle hose was exuded and did not cause any harm to the patient.